Event description:
It was reported by the customer that an adverse event where a patient ended up passing away was reported. It was reported that alerts were potentially not received. Technical support will be performing a full rca of workflow and client level events.